Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: gxl and hxx. H3,h4,h6 the customer reported that med and reverse speed of 05.000.008, hand piece for battery powered driver was not working. The repair technician reported that device failed cosmetic test, device ran low in fast forward mode and ran intermittent in forward and reverse mode and wires and membrane vent were discolored , rust found on motor and debris was found on internal components. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, cam screw, nose cone, shrink tubing and other components. The item was repaired per the inspection sheet, passed synthes final inspection on 18-jan-2024 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H4,h6 part# 05.000.008, synthes lot # 008322, supplier lot# 008322, release to warehouse date: 27 march 2023, supplier: (B)(4). No non conformance reports were generated during production device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the handle battery powered driver medium and reverse did not work. The issue was observed during weekly audit of equipment. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).